Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the sherlock has been quite delayed and sometimes the lollipop is not even present and then it appears and p wave peaks, just when we are about to remove. One last night that we x-rayed in case and it was high/mid svc but p wave peaked and very delayed. This file addresses the first occurrence.